Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mold infections. Description: a customer in the united states notified biomérieux of obtaining a misidentification result in association with the vitek® ms instrument (ref 410895, serial 51186) when testing a patient micrococcus luteus isolate. The customer tested the patient isolate on their vitek® ms six (6) times; five (5) "no identification" results and one (1) misidentification result of brucella spp. Were obtained. The isolate was also tested via vitek® 2 which identified the isolate as micrococcus luteus. The customer performed off-line tests and confirmed the results aligned with m. Luteus, not brucella spp. Biomerieux customer service troubleshooting activities confirmed the customer was performing sample spot preparation using plastic toothpicks. Customer service advised vitek® ms spot preparation should be performed with either sterile loops or the vitek® ms pickme tool. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux conducted an internal investigation in response to the customer¿s misidentification result. The strain was requested but was unable to be submitted by the customer. Review of the customer¿s vitek ms mzml data confirmed the customer¿s spot preparation was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. The misidentification as brucella spp. Was obtained from the spectra having the lower resolution (364) and a low identification score (-0.32) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). The quality of spectra was not optimal. In addition to the poor slide/spot preparation by the user, another potential cause of the misidentification issue is a knowledge base weakness when analyzing poor quality spectra (linked to a non-optimal spot preparation). The following system limitation is stated in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and

Manufacturer narrative:
There were no patient or operator death, no patient or operator harmed, no indirect harm patient reported, no patient harmed/treated incorrectly. Investigation investigator first looked at the complaints database to search for similar reports. Since (B)(6) 2016, (B)(4) similar complaints have been recorded, from 21 different customers. There are no capas nor non-conformities on vitek® ms linked with customer 's complaint. Vitek® ms r&d department created a change request (cr#(B)(4)) in order to mitigate knowledge base (kb) weakness with poor quality spectra to a future vitek ms knowledge base. In addition, vitek® pickme could be used to optimize the quality of deposit. Fine tuning fine tuning status appears good at the time of acquisition. According to the vilink alert tool criteria, no fine tuning was needed during the tests made on 27 sep 2021. Spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. Kb review: the expected identification is unknown because no reference method was used to confirm the identification. Based on the information provided by the customer, the suspected identification seems to be micrococcus luteus which is present in vitek ms kb 3.2. Sample data analysis: the potential misidentification as brucella spp was obtained from the spectra having the lower resolution (364) and a low identification score (-0.32) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Analysis of submitted mzml sample files shows spectra h2 and h3 were close in comparison with the four others. More detailed spectrum analysis shows mass shift for the two distant spectra (h2 and h3). However, no problem was observed with the calibrators associated with the h2 and h3 spots. Based on these findings, the issue could be explained by a non-optimal spot preparation of this sample strain. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ conclusion the cause of the misidentification issue as brucella spp is a kb weakness with a bad quality of spectra (linked to a non-optimal spot preparation). Significant improvements (change request #(B)(4)) have already been made by r&d for next vitek ms kb version to limit misidentifications as brucella spp. In addition, vitek® pickme could be used to optimize the quality of deposit. Local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref 423551/ 423546) to help with sample spot preparation